Event description:
Lab manager reported an advantage system capillary blood glucose result of "greater than 400" mg/dl, venous sample lab result of 51 mg/dl within 10 minutes. Also, reported capillary blood glucose results of 323 mg/dl and 83 mg/dl within 10 minutes on the same advantage system. Caller reported no pt symptoms, did not treat or act on results. No adverse event reported. A request was made for the return of the system, replacement was sent.